Event description:
It has been reported that the customer has a power pro cot on which the left front load wheel casting and bent to the left.

Manufacturer narrative:
Results: load wheel casting. Additional information found to be relevant by the manufacturer will be submitted in a follow-up MDR.